Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician from a hospital's hemodialysis user facility reported a patient incident which required hospitalization. Follow up with the facility's clinic manager revealed the patient to have arrived for a scheduled hemodialysis treatment with prior symptoms of chest pain. Additionally, the patient was noted as having pre-existing cardiac issues, the extent of which was not provided. The patient was connected to the hemodialysis machine and treatment commenced, however, the treatment was terminated approximately 30 minutes after its initiation due to continuing chest pain. Emergency medical services (ems) was contacted and the patient was transported to the emergency room (ER). The patient was treated, and released. It should be noted that the clinic manager could not confirm the biomedical technician's initial report of the patient being hospitalized (admitted). The patient has since resumed scheduled hemodialysis treatments and is doing well. The facility's biomedical technician pulled the machine for evaluation, however, no deficiencies, abnormalities, or otherwise reported problems were identified. The machine has since been returned to service without issue. Although requested, no further patient or event specific details were provided by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that no deficiencies were found during his evaluation of this machine. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.